Event description:
Customer alleged discrepant blood glucose values of 490 mg/dl back to back with a result of 194 mg/dl when testing was performed 5 minutes apart on the advantage system. Customer stated not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.